Manufacturer narrative:
Device evaluation: the issue "no video signal output" was confirmed by the investigation. In addition, the device does not show any abnormalities at the housing nor inside the unit. The most probable root cause is a component failure (fpga defect). The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9 on january 23,2025. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported unit gives no video signal output there is no information that the event caused a harm or serious injury to patient.